Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking at the blue part around the needle area. The customer's blood glucose was 11.6 mmol/l at the time of incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found no leakage anomaly during filling. (B)(4).